Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported at check in the marked true to gingivitis, broken and not fitting. Additional information from patient that they have developed gingivitis which they did not have previously.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.